Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample or sister samples a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record for lot 5757085 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a 7" (18cm) appx 0.37ml, smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. It was reported that the saline lock extension tubing connector piece (plastic) snapped off. According to the report ¿sedation became disconnected at some point. The patient woke up. Impact of incident was patient woke up, patient currently has spinal cord compression. Patient was not supposed to wake up. Could have harmed himself. There was unknown unexpected or prolonged care. There was no blood loss/bleed back reported. The product was used since patient was transferred to the unit ~26-36 hours. New tubing was attached and bolus of sedation was administered to re-sedate the patient. There was no report of any further patient harm.

Manufacturer narrative:
Completion of the complaint investigation is pending. Attempts will be made to obtain further information from the customer (including attempts to obtain a sister sample device from the same lot number). Additional contact: safnaa dastoor -regulatory affairs associate ( the stevens company limited) 778-328-2802 safnaa.dastoor@stevens.ca.